Manufacturer narrative:
(B)(6). This report is being filed on an international product, list: 06c29 that has a similar product distributed in the us, list number 06l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect havab igg result when comparing results between 2 reagent lots. The customer provided the following data: the specimen was initially tested using a differnt lot of reagent with result: (B)(6). The specimen was re-tested using the lot in question with result: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, field data review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. No systemic issue was identified which would indicate a product deficiency from the device history review. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for the architect havab igg assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect havab igg reagent list number 06c29, lot number 92436li00, was identified.